Event description:
Report received from the u.s.a. Stating that the device was displaying an error message. The device was being used during surgery. There was no patient or user injury. It is unknown if there was medical intervention. There was no additional information provided.

Manufacturer narrative:
The device has been received by (B)(4). The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).